Event description:
Gore field sales associate received information on (B)(6) 2018 that a gore device had been explanted to due infection. No further information has been provided to gore.

Manufacturer narrative:
Received email from physician assistant at site: graft was explanted due to (B)(6). No further information is available.